Event description:
The device evaluation has been completed. The device was returned in the shelf carton. The device was unremarkable and the stent graft was still loaded in place. During evaluation, the device was deployed on the table without resistance. After deployment, a residue was noted on the sleeve of the taper tip. The residue is possibly mdx coating. The mdx residue likely transferred from the graft cover to the sleeve. Excess residue of mdx coating is the likely cause of the deployment difficulties.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (deployment failure), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the device was tracked into position successfully but was not able to deploy the stent graft. The shaft was reported to be blocked at the nose cone. After introducing the delivery system into the patient and after verifying the correct level, they physician wanted to deploy the stent graft. However, when starting to turn at the external slider (the blue handle) resistance was felt and the sleeve, or graft cover, wouldn't retract. The radiopaque markerband didn't come down. It looked as if the distal part of the sleeve, at level of the tapertip, was blocked. So it was impossible to deploy the stent graft. Deployment was attempted three times. A new delivery was used successfully. No clinical sequelae were reported, and the patient is fine.